Manufacturer narrative:
Results: as received, the lead segments were twisted, with broken internal wires. This is consistent with a pt's manual manipulation of the implanted devices. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) scs system includes an ipg and two lead extensions. The ipg was allegedly not sutured in place. It was reported that the lead extensions were entwined due to the mobility of the ipg. In an effort to resolve this matter, the pt's extensions were replaced. No further info is available.